Event description:
The pt underwent implantation of a synchromed pump and catheter on 05/18/1998 for infusion of morphine for nonmalignant pain. The pt's son reported that his mother had a refill done on 09/10/1999 at 1pm. He reported that he saw his mother at 9pm, but at 3:30 am he found her slumped in the corner by the toilet. Paramedics were called and attempted to defibrillate the pt. Follow up with the coroner revealed the pt had coronary artery disease, including an occluded left anterior descending. The pt's death was not related to a drug overdose. The pt's cerebrospinal fluid morphine level is being analyzed. The pump has not been returned to the MFR for analysis. The last program strip from the pump after refill on 09/10/1999 revealed the pt had been receiving morphine 19.998 mg/day intrathecally, well within normal dosing guidelines.